Event description:
Staff opened package, inspected nipple prior to placing nipple on bottle for feeding and noted presence of what they described as "a bug." All nipples with date (B)(4) 2016 and number (B)(4) were removed from nursery to be returned to company representative and replaced. The product being reported on was returned to company representative on friday, (B)(4) 2013. The nipple was not used on a baby.